Manufacturer narrative:
(B)(4). (Device product code) is only populated for submission purposes. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)), the patient's lead was tested following surgical intervention to address the ipg at which time high impedances were noted. A revision surgery took place on (B)(6) 2015 to address the issue. The events of the surgery are unknown to the manufacturer at this time. The patient met with their neurologist following the revision surgery and all lead impedances were reportedly normal and the issue has resolved.